Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (5) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0160001. Customer states that one syringe when pressing the plunger, a liquid came out of the needle. All returned syringes were tested and all exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: maintenance dispatch (l2l) #(B)(4) was created on 16oct2020 for excessive silicon being put in the barrels. H3 other text : see h10.

Event description:
It was reported that the relion® insulin syringe experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: material no: 328512, batch no: 0160001. Consumer reported finding a liquid coming out of needle when pressing the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: material no: 328512 batch no: 0160001. Consumer reported finding a liquid coming out of needle when pressing the plunger.